Manufacturer narrative:
Internal report# (B)(4). Product not yet returned.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 10/17/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 490 mg/dl and 537mg/dl fasting. Reviewed meter memory: 398mg/dl, 370mg/dl, 244mg/dl, 248mg/dl, 438mg/dl. Customers concern with all her result in the meter. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 10/17/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 490mg/dl and 537mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:with all her result in the meter. Adverse event not reported.